Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, an attempt was made to establish telemetry with this ICD but this was unsuccessful. Microscopic examination found the header of this ICD was loose from the device case. Additionally, the force applied to the device was great enough that the mounting post which connects the header to the device case had been fractured. As a result of this fractured mounting post, the hermetic seal of the device case was compromised and bodily fluid entered the interior of the device through that area. The device case was opened and extensive internal corrosion was noted. The bodily fluid infiltration and resultant internal corrosion is the root cause of the loss of ICD function.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.

Event description:
Boston scientific crm received information that telemetry could not be established with this implantable cardioverter defibrillator (ICD). It was reported that the device battery had completely depleted. The device was explanted after approximately 12 months of implant and a new device was implanted. No adverse patient effects were reported.

Event description:
--